Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was in range of 300 mg/dl to 400 mg/dl. Customer¿s current blood glucose value was 119 mg/dl. Customer decline troubleshooting for high blood glucose. Customer stated that recently had an issue with bent cannula. Customer decline troubleshooting for bent cannula. The device will not return for the analysis.